Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit exhibited error message e116 during a therapeutic procedure. It was also reported that the error appeared intermittently, after restarting the device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Updated field: g2: added company representative. This report is being supplemented to provide additional information provided by the customer. This report will be supplemented when the investigation has been completed or if more information is obtained.

Event description:
Additional information was obtained from the reporter. The procedure was completed with the same device. The equipment started working after restarting the machine. Procedure was done successfully and patient was fine. There was a less than a minute delay. According to the field service engineer (fse), the device is working fine. No further error occurred and the customer does not want to send in the device for inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 1 year since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.